Manufacturer narrative:
(B)(4). Architect i1000sr analyzer, list 1l86-01, (B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
It was reported that during a sleeve gastrectomy procedure, the surgeon opened d12lt and four cb12lt (optic view) while using grasper and/or some other 5 mm instrument; a massive leak of air (co2) occurred. The surgeon opened new trocars and replaced all cannulas. The package of the cannula was thrown in the garbage by mistake. During the surgery, there was bleeding and because of poor visibility, it was very hard for the surgeon to manage it, and almost converted to open. Another device was used to complete the procedure. Surgery was prolonged 80 minutes.

Event description:
The customer observed architect i1000sr error code 1007 (unable to process test, activated read failure) when reaction vessel (rv) lot 71555p100 was in use. The customer stated the frequency of the error decreased with the change to another rv lot. There was no impact to patient management.

Manufacturer narrative:
(B)(4). Architect i1000sr analyzer, list # 1l86-01. (B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.